Event description:
Home pt reports that he continued treatment with homechoice set after last bag fell on floor and homechoice set spike disconnected from solution bag port. Home pt called baxter's technical svc ctr in fill 1/3 after he realized his error. Per rn, there was no pt injury or medical intervention as a result of this incident.